Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion code: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a larger lens on (B)(6) 2017 due to low vault. The problem was resolved. The patient's post-op, best corrected visual acuity (bcva) was found to be 20/20.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens and clear residue on lens. (B)(4)